Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femur plate was implanted 4 year ago in (B)(4) hospital. Subsequently, the 2 broken screws were implanted on (B)(6) 2011. The pt was admitted to the hospital for a revision orif femur case due to the broken femur plate, which was detected on the x-ray following a fall. When prof (B)(6) was removing the screw, 2 of the screw were found to be broken. There are several other screws which are found to be intact.